Event description:
Procedure type: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Produce was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008: 2 mm eroded tvt material back on the left side - recommended sling revision under anesthesia. Mesh revision surgery: (B)(6) 2008: underwent first sling revision surgery for erosion of tvt.